Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-11294. It was reported the patient's scs system has been causing discomfort, and the ipg pokes the patient when she turns a certain way. It was also reported the patient has been experiencing stinging and sharp pain when stimulation is on. As a result, the patient has stopped using her scs system and has been using an alternative therapy. In turn, the patient plans to have her scs system explanted on a later date.